Event description:
It was reported that during a sigmoid resection procedure, the device did not cut or form the staples. The anvil was connected to the device, but the tissue was extremely thick. It did not staple, did not cut and they did not hear the washer cut. A new stapler was used to complete the anastomosis. The patient had a diverting colostomy to allow the anastomosis to heal completely without any pressure. Additional information was requested.

Manufacturer narrative:
Date sent: 10/16/2009. Evaluation summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present, and the knife was noted to be damaged. It appears possible that the anvil was pushed far enough off center to result in an off center cut and damage the knife by pressing it hard enough against the anvil. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged knife.